Event description:
An eye care professional (ecp) contacted our firm on (B)(6) 2011 to report a pt developed a large, para-central corneal opacity left eye (os) and corneal infiltrates right eye (od). The info about this event indicates the pt was switched from acuvue advance for astigmatism contact lenses to acuvue oasys for astigmatism contact lenses in (B)(6) 2009 at a routine eye examination. The pt noted having no problems with contact lenses (cl) at that time. The pt returned to the clinic in (B)(6) 2009 stating he/she found the lenses to be uncomfortable after a "week of wear" and began opening a new pair and then going back to one of several pair of lenses which had been soaking in optifree mps for "a week or so." The ecp said that the pt's spouse told her that the pt experienced severe redness and pain os in (B)(6) 2010 but did not seek medical attention. The ecp said the spouse told her that the pt "just kept (his/her) left eye closed until the pain stopped." The ecp said the pt has a large scar covering more than 50% of the superior cornea and the pt's va has changed from 20/20 to 20/50 or 20/40 pinhole. The ecp said she believes the pt suffered a fungal infection and has a large, healed scar and peripheral infiltrates os. We rec'd a copy of the pt's medical record and it indicates that the pt was seen on (B)(6) 2011 the pt complained of os red. Eye feels ok since discontinued cl's. Pt was wearing glasses at exam. Diagram indicates peripheral infiltrates od from 5 to 10 o'clock and os from 7 to 3 o'clock. Os shows large, paracentral opacity. A note in the record states "opacity prevents accurate refraction. Old fungal (?) Infection. Secondary to poor cl's hygiene. Refer to md." The ecp said the pt declined referral to an md. At this time it is unk if the suspect product or the lot number of the suspect product is available. If add'l medical or product info is rec'd, we will report it within 30 days of receipt. (B)(4).

Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.